Event description:
It was reported that the system 6 aseptic housing opened during a surgical procedure, causing the battery to fall out into the surgical field. A back-up device was used to complete the case without any procedure delay. There was no medical treatment or intervention required as a result of the event. There were no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.